Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pace/sense portion of the right ventricular (rv) lead had a fracture as oversensing, short v-v intervals, and high pacing impedance measurements were indicated. A new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.